Manufacturer narrative:
(B)(4). External cause. There was one carton, blister and tyvek received. The package was received with the end of the blister cracked/broken off. There was evidence of seal transfer on the entire circumference of the tyvek lid, confirming that the tyvek had been properly and completely sealed to an undamaged blister. The individual carton was examined for damage and found to be in fair condition, indicating the blister most likely became broken while outside of the carton and then placed back into the carton. A large broken piece of the blister was found inside the carton, but some small shards of the blister were not found, further indicating that blister was most likely broken outside of the carton. Each device is packaged in a primary blister pack that is placed into an individual carton, then placed into a corrugated sales unit, and finally into a corrugated shipper carton. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would most likely have been detected during our 100% visual inspection. Damage occurred outside of packaging facility and was caused by dropping or impact to the package. There was no other damage to the package. Root cause for damage is most likely due to external handling. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to the procedure, there was a crack/hole in the package. It was never used on the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.